Manufacturer narrative:
Batch review performed on 02 july 2025 lot 2110582: (B)(4) items manufactured and released on 04-oct-2021. Expiration date: 2026-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical director: about 2 years after primary tka, the patellofemoral articulation, untreated at index operation, becomes painful and needs surgery. The patella is resurfaced and in this occasion the insert is usually replaced, even if no working perfectly, to give the patient a new one. In this case, a thicker insert was chosen in order to restore stability, as some was lost due to secondary relaxation of ligaments. All devices were working properly and the surgery was due to disease progression. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Secondary patella bone resurfacing due to persistent patellofemoral pain approximately 2 years and 3 months after initial surgery. Inlay replacement from 13mm to 17mm to further improve knee stability according to surgeons newer preferences. All other components remain in place.